Manufacturer narrative:
Follow-up #1 date of submission 6/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 6/02/2016 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues such as the piston rod not retracting was observed. It was observed that the keypad was working properly. The pump was opened and there was no evidence of corrosion or damage to the motor flex connector. The investigation was unable to duplicate the initial complaint about a ¿rewind issue¿.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.